Event description:
The end user was ambulating with the rollator and states the brake was not working properly and he fell, fracturing his right hip.

Manufacturer narrative:
The end user's wife reported that th brakes were not working properly and the end user fell, fracturing his hip. During the course of the conversation the wife stated he had been using the rollator for approximately one year to help provide stability with ambulation. The brakes were not working correctly but he continued to use it. On (B)(6) 2011, he fell and fractured his hip. Surgical intervention was required to repair the fracture. This incident was not reported to us. Upon discharge, he resumed use of the rollator despite concerns of the brake function. They attempted to contact the (B)(4)company that had provided the rollator but the company had gone out of business. In (B)(6), he fell again and refractured his hip. He was hospitalized and then went to rehab. The sample was returned and evaluated. It was extremely worn and the wheels were loose. The right brake was out of adjustment. Once adjusted, it operated correctly. The left brake exhibited extreme wear which suggests the end user may have been ambulating with the brake applied. This was also supported by the fact that the left rear wheel had an increased wear pattern compared to the other wheels. The owner's manual provides instructions regarding ongoing maintenance including periodic assessments of brakes and tightness of nuts and bolts.